Event description:
It was reported that after q-fix was deployed into shoulder labrum and surgeon wanted to tie knots both suture limb snapped 2 cm above labrum. Surgeon did not use a lot of force. No knots were done. Another anchor was opened and placed next to faulty anchor.

Manufacturer narrative:
The reported 1.8mm q-fix all suture device, intended for use in treatment, was not returned for evaluation. From the information provided, "both suture limb snapped 2 cm above labrum." A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer's complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device. Factors unrelated to the design of the device that could lead to this type of incident are: incorrect loading and excessive tensioning or force. The instruction for use (IFU, pn 62526) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU states: (1) do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. (2) do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout or suture breakage. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.